Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 05, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message issue had been ongoing for one and a half years prior to contacting lfs. The patient stated that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿minutes¿ after the alleged issue began, he developed symptom of ¿fatigue¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that were stored correct, were not expired or opened past their discard date and that the correct testing process was being followed. The csr noted the patient did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did he receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.